Event description:
Customer reported her sensor readings are largely different than his blood glucose levels. While troubleshooting the sensors, customer mentioned that he had received medical attention for diabetes once. Customer only wanted to focus on the sensor issues he was having, so no other details about the medical attention were provided. Customer advised he would call back later to provide more details. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.